Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation with a minicap attached. Visual inspection was performed and a separation between the female connector and main body was observed. Leak, clear passage, and clamp function testing were performed, and no issues were observed. The reported separation between the main body and twist clamp was not verified. The cause of the separation between the female connector and main body was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and twist clamp of the minicap transfer set. When the white switch (twist clamp) was turned, the switch was displaced. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.